Event description:
This case was reported by a nurse (who is also the pt) and described the occurrence of metal poisoning in a (B)(6) female pt who received triple salt dental adhesive cream (super poligrip original denture adhesive cream) for denture adhesion. A physician or other health care professional has not verified this report. Concurrent medications included lorazepam (ativan), (B)(4) and haloperidol. On an unk date, the pt started triple salt dental adhesive cream. At an unk time after starting triple salt dental adhesive cream, the pt experienced metal poisoning, seizure, anorexia, muscle weakness, neurological disorder, weight loss, adverse event, sickness, nausea, unable to eat due to feeling sick, swallowing difficult, gastritis, severe psychological problems, amnesia, behavior problem, anxiety, panic attack, shortness of breath, possible myocardial infarction, drug toxicity, tingling sensation hands and feet, swelling of hands and feet, immune system disorder, post traumatic stress syndrome, tiredness, loss of energy, wakefulness, night sweat and hiv test false (B)(6). The pt was hospitalised. Treatment with triple salt dental adhesive cream was discontinued. At the time of reporting, the events were unresolved.

Manufacturer narrative:
(B)(4) reported via email (B)(4) 2011 - consumer reported that super poligrip gave her zinc poisoning that resulted in her being hospitalized with a seizure, anorexia, muscle weakness and neurological problems that required nearly a year to correct and thousands of dollars out of her pocket. Consumer reported that her weight got down to just (B)(6). More than a year after super poligrip poisoned her, she is still struggling to gain back the weight that was lost. Consumer is currently at (B)(6). Consumer reported the experience of adverse events further described as an altered the quality of my life that super poligrip has caused resulting in untold health issues. The experiences of zinc poisoning, seizure, anorexia, muscle weakness, neurological problems and adverse event are unk at this time. The experience of weight loss is improving as consumer is gaining weight. Consumer believes that she was using the super poligrip original denture adhesive cream that contained zinc because the store was having a closeout on super poligrip and she said she bought six boxes of the super poligrip original denture adhesive cream. Consumer reported that she weighed (B)(6) in (B)(6) 2010 and she started to get extremely sick so she went to a gastro doctor to find out why she was nauseated, why she couldn't eat, became anorexic and why she couldn't swallow. Consumer reported having a lot of different test done and she was told she had terrible gastritis. Consumer reported that she has seen 7 specialists and they couldn't figure out why she was so sick. Consumer reported that she finally decided to take her teeth out and use no denture adhesive. Consumer then reported that her dentist had told her that he had heard things about denture adhesives causing problems. Consumer reported that before she discontinued using super poligrip original, she had tried fixodent for a week and seabond's after that for a short while. Consumer reported on (B)(6) 2010, she had a seizure and was taken by ambulance to the emergency room and she was later admitted to (B)(6). Consumer had a CT scan in the hospital to see if she had epilepsy and she didn't have epilepsy. She was diagnosed with seizure of unk origin. After she was released from the hospital she saw a neurologist and had a MRI of the brain. She was told her brain is perfect and she has the brain of a (B)(6) and there is no reason she should of had a seizure. Consumer reported that they can't call it seizure disorder because you have to have 2 or more seizures to have a seizure disorder. Consumer reported that she was sent from the hospital to the (B)(6) on (B)(6) 2010 and released from there on (B)(6) 2010 but later taken back to the (B)(6) by police escort on (B)(6) 2010. Consumer reported having amnesia and unusual behaviors for a day or two while she was in the mental hospital and she was given ativan, haloperidol and (B)(4). Consumer reported by (B)(6) 2010 that she had so many toxins in her body that she couldn't eat and she got so sick from using super poligrip original denture adhesive cream that she just couldn't wear her teeth at all and she had psychological problems from not being able to wear her teeth at such a young age. Consumer reported by (B)(6) 2010 her weight dropped to (B)(6). Consumer reported by (B)(6) 2010 she had to quit her job she was so sick and she lost more weight and she then weighted (B)(6). Consumer reported (B)(6) 2010 she was (B)(6), (B)(6) 2011 she was (B)(6) and by (B)(6) 2011 she weighed (B)(6) and she was anorexic because she couldn't eat because she couldn't wear her teeth since she was so sick from using super poligrip original denture adhesive cream. Consumer reported in (B)(6) 2011, she started to see a counselor because the doctors could not figure out what was wrong with her and she was having psychological problems. Consumer reported that she was never tested for heavy metals in her system. Consumer reported suffering from neurological problems further described as having anxiety, panic attacks and short of breath. Consumer thought she was having heart failure but she had an EKG and eeg and it was determined that she was not having heart failure but she may have had mild cardiac infarction but that is unk. Consumer reported that all of this trauma she has had, stems from the side effects of having zinc poisoning. Consumer has seen endocrinologist, urologist, psychologist, psychiatrist and nature doctors. Consumer had stopped using all denture adhesives including super poligrip original denture adhesive in (B)(6) 2010 and she discontinued taking all prescription medications to try to get rid of the toxins in her system. Consumer reported by (B)(6) 2010 she started to get better but she still couldn't eat meat since she couldn't chew because she wasn't wearing her dentures. Consumer reported that she has no lab work to prove that she had any zinc poisoning, metal poisoning or copper poisoning. Consumer reported having a tingling sensation in her hands, a tingling sensation in her feet, swelling in her hands and swelling in her feet. Consumer reported that she still has a tingling sensation in her fingers and a tingling sensation in her toes. Consumer reported that her immune system is ruined and her quality of life is altered due to her experiences. Consumer has been drinking a lot of juices and currently as of yesterday she weights (B)(6) but she still has post traumatic stress from her experience. Consumer reported all of her experiences from super poligrip stemmed other side effects. (B)(6). Consumer reported that she still tires easily, she wakes up in night sweats and she gets out of energy. Consumer reported that she was tested for hiv and it came back positive so she was ordered to have a dna test that came back negative showing that she doesn't have hiv or aids and they aren't sure why the tests were tripped but she feels that it has to do with super poligrip and the zinc poisoning that interfered with the hiv test that caused a false positive. Consumer reported the experience of adverse events further described as an altered the quality of my life that super poligrip has caused resulting in untold health issues. Consumer reported the experiences of gastritis, anxiety, panic attack, short of breath and mild cardiac infarction unk at this time. Consumer reported the experiences of hiv test false positive, seizure, muscle weakness, amnesia, behavior problems, tingling sensation in hands, tingling sensation in feet, swelling in hands and swelling in feet has resolved. The experiences of night sweats, tires easily, no energy, waking up, adverse event, nausea, severe psychological problems, tingling sensation in fingers, tingling sensation in toes, immune system deficiency and post traumatic stress are ongoing. The experiences of zinc poisoning, anorexia, neurological problems, weight loss, sick, unable to eat, inability to swallow and possible drug toxicity has improved. Super poligrip is manufactured in (B)(4), and neither the product nor lot number for this product is available. (B)(4).